Manufacturer narrative:
The event occurred in (B)(6), while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was alleged that the display of the blood glucose monitor was defective. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.